Manufacturer narrative:
The reported issue (it was reported that the corner of the tray was cracked and open.) Was confirmed after visual evaluation. During visual inspection, it was noted the tray was a cracked on one of the corner. The damage was not generated by the machine. The tray was crashed. The root cause of damage in tray could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or damaged or if any imperfection or surface deterioration is observed, do not use." (B)(4).

Event description:
It was reported that the corner of the tray was cracked and open.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the corner of the tray was cracked and open.